Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colorectal surgery, during anastomosis, the staple line was incomplete. The staple line was resected and re-stapled with another device to complete the case.